Event description:
The reporter stated a bausch & lomb lens was damaged while loading. The lens was inserted and removed with no patient injury. Another same type lens was implanted. The patient's prognosis is great. The reporter stated it was the surgeon's opinion that the cause of the iol damage was due to the foam tip plunger/overrode iol.